Event description:
During cerebral angiogram and mechanical thrombectomy of the left middle cerebral artery, a snare device was deployed. The snare device fractured in the left middle cerebral artery. Multiple attempts were made to remove the snare, but they were unsuccessful.